Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that customer's insulin pump reset on it's own and was continuously delivering insulin. The customer stated that the customer's blood glucose was 40 mg/dl. It was also stated the device was warm as well as the battery. Troubleshooting was declined. The father requested a replacement of the insulin pump. Advised the customer to revert to back up plan. No further information was provided.